Event description:
The patient was being treated for an aneurysm in the right internal carotid artery; the anatomy was reported to be tortuous. This was the sixth coil used in the procedure and as it was being deployed inside the aneurysm, it stretched with the tail protruding into the parent vessel. As an attempt was made to remove the coil, it broke. The physician was unable to situate this tail within the aneurysm or to remove it, so approx 2cm protrudes from the aneurysm into the parent vessel. There were no reported complications and the patient is "good".